Event description:
The customer reported the device shut down during operation and would not turn back on. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported to manufacturers product support (pse) that further evaluation found the unit would not operate on ac power with battery disconnected. As the device was out of warranty, the customer reported the power management pcb board will be replaced to address the reported problem.

Manufacturer narrative:
Device is out of warranty; no request for manufacturers service. Out of warranty; no request for mnf serv.